Manufacturer narrative:
Permobil representative inspected the device with end-user and was unable to reproduce a failure as alleged. The end-user made claim that the switch control buttons did not stop the smart drive while traversing down a ramp, and this reportedly caused them to impact an immovable object and fall out of their w/c. Review of device shown the switch to be set in latched, but through testing, each time the switch was depressed the unit would disengage as per design. Permobil was unable to confirm a failure having occurred, thus is unable to reach a determination as to probable root cause without speculation. The DHR was reviewed, and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while traversing down a ramp, the end-user reportedly pressed the switch control button to disengage the smart drive motor, but the unit reportedly continued to drive causing the end-user to impact into an immoveable object and be ejected from their wheelchair. No injuries were sustained as a result.